Event description:
Caller reported a cartridge alarm 20 issue, which did not adversely impact their blood glucose level. Technical support confirmed that consecutive cartridge alarms occurred and decided to replace the pump. Customer was informed about receiving a pump with updated software and instructed on returning the faulty pump, programming the new one, and connecting their cgm. They acknowledged these steps and agreed to use their current pump until the replacement arrived.